Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed along the infusion set tubing. Customer's blood glucose (bg) was high, however a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer changed the pump supplies to address the issue.